Event description:
A 4.5mm lcp proximal femur plate was revealed via x-ray to have broken 8 months post operative. Plate was installed with nail during initial surgery. During a follow-up visit 8 months post operative, surgeon found patient progressing well and patient was advised he could return to work. A week or so later patient complained of pain and x-rays revealed plate was broken. Patient returned to surgery for removal of broken plate and replacement with identical plate.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device has been received.